Manufacturer narrative:
Additional information was received on 1/21/2020. In addition to the left sided rupture reported initially, right sided rupture was found through computed tomography shortly after the date of implant. 1645337-2020-02174 is being submitted to capture the right sided event. The mentor failure analysis lab received the device for evaluation on 2/7/2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 19, 2020. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant, however, the device was found intact when explanted. A manufacturing record evaluation was performed for the finished device 6603693 number, and no non-conformances were identified. During visual analysis of the sample bubbles were discovered on the implant without compromised the shell integrity. The biggest bubble measured approximately 0.5 cm x 0.6 cm. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was received on february 25, 2020. The device was found intact upon explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 445cc mentor memorygel breast implant, catalog #3507445mc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 445cc mentor memorygel breast implant experienced asymptomatic left sided rupture post procedure. The rupture was diagnosed through a physician¿s visit on (B)(6) 2019. Magnetic resonance imaging also confirmed left sided rupture. As a result, an explant without replacement is planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the devices were explanted, they were replaced with 490cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).